Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 4 had failed to open. When attempting to access the drawer, the latch clicked three times before failing. The field service engineer found the drawer able to close and open normally. The engineer then powered off the station, reassembled the latch and plunger, and reseated all cable connections. During the repair process, the engineer rebooted the station, cleaned the electronic drawer and communication sled area, removed debris from the back panel, and reseated the bus cable connections for all drawers to fix the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.